Manufacturer narrative:
Insulin pump was received with blank display due to power connector not plugged in properly. Unable to perform functional testings due to blank display.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had blank display. The customer¿s blood glucose level was 9.3 mmol/l at the time of the incident. After insertion of new battery display did not returned. The insulin pump will be returned for analysis.